Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer was able to clear alarm. Customer was not able to complete rewind. Customer did self test and it was failed. Customer stated that the reservoir was leaking. The reservoir was leaking from past second o rings. Customer stated that the insulin pump received failed battery test alarm. Insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be and reservoir will not be returned for analysis.